Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k023331, PMA / 510(k)#: bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had a cracked tube. The following information was provided by the initial reporter: "a tube was cracked, cracked part was sticky."

Manufacturer narrative:
Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cracked and tube with the incident lot was observed. Additionally, evaluation of the customer samples was performed and cracked tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had a cracked tube. The following information was provided by the initial reporter: "a tube was cracked, cracked part was sticky."